Event description:
A sample from a neonate tested on abl 735 resulted in an error code 0746"measurement unstable" for ph. This might be caused by a clot in the ph measuring chamber. It has been decided at radiometer medical that all clot cases mut be reported.